Event description:
The reporter stated, that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic got caught in the cartridge and tore. The lens was removed without enlarging the incision and another lens was inserted. No patient injury. The cartridge they used is the wrong cartridge for this lens.

Manufacturer narrative:
Evaluation - a visual inspection of the retured product shows the lens is torn in two pieces with a haptic torn off. There is a clear surgical residue on the lens. The cartridge was received and a visual inspection shows the tip is damaged. There is clear surgical residue on the cartridge. Conclusion-no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector was not returned for evaluation.